Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was difficult to interrogate the implantable cardiac monitor. No patient symptoms or additional information was reported at this time.

Event description:
New information reported stated that on (B)(6) 2016 the device was explanted and replaced. The patient was doing fine post surgery. No additional information was reported.